Event description:
I purchased 2 bottles of amo complete moisture plus multi purpose solution from my eye doctor. I wear optix 2 contact lens, which I wear for a two week period. I have had difficulty with burning and watering of my eyes. I have been back to the eye doctor a couple of times to see if there was any major problems. He indicated my eyes may be scratched a bit. I left my contacts out for two weeks. When I began to wear them, I once again had burning and watering. I switched to wearing my glasses for two days, and then my contacts. My vision has also changed. I do not drive long distances or unfamiliar places because I can't read street / road signs. Last night, I put my contact lens in alcon opti-free replenish multi-purpose solution. When I put my contacts in this morning, the burning was gone. I am concerned that there could possibly be some permanent damage. I have an appointment with my eye doctor on june 7th. Dates of use: late 2005 - 2007. Diagnosis or reason for use: complete multi-purpose solution for contact lenses.